Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed no anomaly including a kink in the appearance. Magnifying inspection of the platinum coil section found that the coil on approximately 1mm - 4mm from the distal end had been crushed, which suggested that compressive force was applied to the said area. The state of hydrophilic coating on the platinum and stainless-steel coil was stained to be visible and compared to that on a retention sample of the involved product code/lot. As a result, it was confirmed to be equivalent to that on the retention sample (the hydrophilic coating becomes blue when stained). Magnifying inspection of the shaft did not find any anomaly including peeled-off ptfe coat. The outer diameter of the actual sample was measured on the intact section of the platinum and stainless-steel coils. The obtained results were found to meet the specifications. Od of platinum coil (intact section): 0.347mm; od of stainless-steel coil: 0.346mm; od of the shaft: 0.348mm. Product structure: this product has the structure, where the coils and niti core wire are fixed with each other at three points, and on other sections, the coils and the niti core wire are in the unfixed state. When the coil is exposed to compressive force, it may get crushed. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was impossible to be pulled out because the distal section of the actual sample that had been inserted as a protection wire in d1 or d2 got caught and stuck between the implanted stent and the lesion. Due to this, it was likely that the distal section was exposed to excessive compressive force, resulting in the generation of the crushed damage in the platinum coil section. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved runthrough ns was used during the procedure; pci in lad #7 and #8. They inserted the runthrough ultra floppy in d2, deployed xience sierra 2.75-28mm in #8 at 16atm, then attempted to remove the runthrough; however, failed. They dilatated a small-size sapphire balloon to make a space between the stent and the vessel wall to pull out the runthrough successfully. The runthrough was inserted through the stent strut and the bifurcation was treated. Afterward, they deployed xience sierra 3.25-28mm stent in #7 at 16atm while protecting d1 with the actual sample. The same problem occurred, and they coped with it in the same way. The runthrough was pulled out successfully. The runthrough was inserted through the stent strut and the bifurcation was treated. The procedure was completed successfully. The patient was not harmed.